Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and spinal stenosis. On (B)(6) 2017, it was reported that the pump "never worked for the patient" with the pain and that the pump was always moving. The patient stated that the pump moved between their hip and ribs when the patient was working in their garden. According to the patient, they have a "jelly belly" and it is causing more problems. The pump reportedly also flips. The patient reported that, two weeks prior to the date of the report, the pump was flipped at a refill. The hcp was unable to insert the refill needle but, using an x-ray, flipped the pump back over by hand. No out of box failures were reported. No medical or therapy problems associated with small parts were reported. The patient noted that they wanted their pump removed and that their back surgeon would remove the pump but was unfamiliar with the manufacturer's pump. The patient had reportedly informed their healthcare provider multiple times about wanting to have the pump removed as the pump was causing "such a problem". The patient also noted that they recently had an MRI and the rep was there to make sure the pump turned back on. The patient requested healthcare provider listings as their healthcare provider was out of the country. No further complications were reported. Additional information was received on (B)(6) 2017 from the patient's hcp. It was confirmed that the report of the pump not working for the patient and that the patient has a "jelly belly" that was causing problems were the result of therapy issues. The patient was reassured that the pump was working. The patient's pump was examined under fluoroscopy/x-ray and the issues of the pump "not working" and moving and flipping were considered resolved. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on (B)(6) 2018 reported that device failures were under investigation. The patient had injuries of failure of therapy, pain, and surgery. The date of injury was noted as under investigation. The device was explanted on (B)(6) 2017. No further complications were reported.